Manufacturer narrative:
Investigation revealed there was no system malfunction. Analysis of the fluoroscopic images showed that the fluoroscopic fixture was improperly attached to the c-arm during image acquisition. All of the fiducial are not within the fluoroscopic image resulting in inaccurate registration of the image. Inaccurate image registration leads to preoperative merge shifts and navigational integrity issues. During image acquisition, the software displays the location of fluoro fiducials overlaid on fluoroscopic images. Additionally, the user must verify the preoperative merge and acknowledge that they will perform anatomical landmark checks to ensure navigational integrity before proceeding with navigation. Investigation of the case logs showed that the root cause of the reported issue was traced to user technique.

Event description:
It was reported that a screw using the excelsius gps system was misplaced intra-operatively causing a csf (cerebral spinal fluid) leak. This event occurred in germany.